Event description:
A user facility reported that the cartridge of an intraocular lens (iol) delivery system split upon insertion into the eye. A new iol and cartridge were used with no difficulty. It is not known if there was any pt impact/injury associated with this event. Add'l info has been requested.